Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert, the overall posterior slope of the tibial insert, and patient conditions, which allowed for excessive posterior contact, especially medially, and led to severe wear of the polyethylene and tibial tray. The wear of the tibial tray likely resulted in the observed metallosis. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: holding pin mini sharp point 4 pk (cat# 201-78-15 /serial# (B)(4)). 11-4132 stryker sys 6 90x13/21x1.19 (cat# 203-96-42 /serial# (B)(4)). Three peg patella 38mm (cat# 200-02-38 /serial# (B)(4)). Cemented finned tib. Tra sz 4f/4t (cat# 200-04-44 /serial# (B)(4)). Optetrak asy, cr porous femoral, sz 4, left (cat# 232-02-04 /serial# (B)(4)). Cr tibial insert sz 4, 9mm, slope + (cat# 200-64-09 /serial# (B)(4)). Cemented finned tib. Tra sz 4f/4t (cat# 200-04-44 / serial# (B)(4)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)). Optetrak asy, cr porous femoral, sz 4, right (cat# 232-03-04 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient presented with pain and instability. The surgeon noted there was severe damage to the poly and there were noticeable damage on the tibial tray. The surgeon had to revise this to a hinge knee. Patient was last known to be in stable condition following the event. The device will be returned.